Event description:
It was observed during the device investigation that the uretero-reno videoscope had chipped adhesive on the bending section. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, the reported issue was likely due to a component failure; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.